Event description:
It was reported that the pump touch screen was cracked and unresponsive or unreadable. Subsequently, the customer experienced an elevated blood glucose level displayed as "high"; although specific value was not provided. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.